Event description:
It was reported that the customer had a no delivery alarm, unexpected restart, and an external ram error. The customer's blood glucose level was 230 mg/dl. Troubleshooting was performed, and priming resolved the issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.